Event description:
It was reported that the pump was alarming but reads reservoir volume empty in 7 hours and 5 minutes. Pump alarm returned and read upstream occlusion. There was a bag of medication, and the bag was empty. They reviewed the medication label: the total volume was 138ml. The pump was powered off. The reservoir volume was 21.2ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction. H6. Codes: updated. Device evaluation: the customer reported the pump was alarming and read upstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.